Event description:
The anchor broke below the eylet closer to the threads. Cortical bone of the humeral head was shaved with abrader and the site was predrilled. Broken threads remain in the patient. Two other anchors were implanted successfully using the same technique.

Manufacturer narrative:
Device was returned for evaluation. Device was received with the anchor broken free at the eyelet location. The hexed portion remains intact with the shaft and suture remains intact with inserter. There are no voids in the material at the break location. Therefore, no conclusion can be made at this time.